Manufacturer narrative:
D4, g4: product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had minimally inva sive transforaminal lumbar interbody fusion (tlif) procedure at the l4/5 level. It was reported that the cage collapsed at l4/5 there were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image assessment: image 1 and 2: 5 panel x-ray l4/5 interbody fusion a.fluoros lateral b.interbody graft collapsed comapred to a. C.ap x-ray image 3: 2 panel ap x-ray l- fluoro r- x-ray interbody graft collapsed in r vs l image 4: similar to 3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025, update received: no revision surgery was performed/ is planned.

Manufacturer narrative:
Additional information updated: b5, d1, d3, d4, g4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.